Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. E3 initial reporter occupation: lawyer.

Event description:
Medical records received indicated that on (B)(6) 2016, the patient underwent a first right knee revision. In addition to the previously indicated issues, the patient was also experiencing pcl deficiency. Tibial insert exchanged completed. Task created to update pc. On (B)(6) 2020, the patient underwent a second right knee revision to address pain, scar removal, and tibial tray loosening at the cement to implant interface. The tibial tray, tibial insert, and femoral component were revised. The patella component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Task initiated to create new pc to capture second revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2016, the patient underwent a right knee revision due to loss of function, mid-flexion instability, and pain. The surgeon reported the tibial and femoral components were well-fixed. The surgeon indicated the patella tracked well and was retained after resizing the tibial insert. The surgeon reported no intraoperative complications. The patient was implanted with depuy tibial insert fixed bearing cruciate retaining. Doi: (B)(6) 2014. Dor: (B)(6) 2016, (rt knee).